Manufacturer narrative:
Despite multiple attempts to gather additional information from the field, no further details concerning this event were ever provided. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a lead had perforated a patient. No further details concerning this event have been provided at this time. The status of the lead is unknown. No additional adverse patient effects were reported.